Event description:
The complainant has been using the inratio system since july 2003. Their inr target range is 2.5 to 3.5. They suffered a stroke in 2005 and was admitted in the hospital. They were discharged on the 18th day and since then has been consistently reading high compared to the lab. Patient now suspects in the past too the meter was reading high and so they held off doses, resulting in an embolism in their vein, causing the stroke.